Event description:
It was reported that they were using a strykeprobe in a laparoscopic procedure when they smelled that something was burning. When they took out the probe from the pt they noticed that the outer sheath was burned. Reporter did not have any report that the pt had any injury. The only claim is for the electrode.